Manufacturer narrative:
The unit had an intermittent button response due to a corroded keypad. The unit had no button error alarms found. The unit had minor scratches on the lcd window.

Event description:
The customer called in to report a keypad anomaly and a button error alarm during a bolus. The customer did not recall any significant events leading to the issue. The customer's blood glucose level was 138 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.